Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. A manufacturing record evaluation was performed for the finished device product code:102035324s lot no: 349733 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 23-aug-2022 manufacturing site: jabil le locle expiry date:30-jun-2027 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 4.0 can/red scrw 3.5x24, was observed with the screw flex cap fell apart and slightly misaligned from the screw head. In addition, the internal drive recess of the head screw was noted stripped. The observed conditions of the device were consistent with a random component failure that may have been caused by exposure to unintended forces likely during the attempt to implantation. A dimensional inspection for the 4.0 can/red scrw 3.5x24 was not performed due to post manufacturing damage. A functional test was unable to be performed due to the nature of its functionality. However, it is reasonable that the observed conditions during the visual inspection can be attributed to the device do not have a tight fit or advanced correctly with the mating device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, during a posterior cervical fusion (o-c3) for annular axis rupture fracture/ axial vertebral body fracture. In the surgery, the screw in question was inserted through the guidewire, taking advantage of the hollow screw's characteristics. The image confirmed that the screw was determined to have been placed in an unexpected position. Therefore, the screw was removed. The surgery was completed successfully within 30 minutes surgical delay. This report involves one (1) symphony oct system polyaxial screw reduction cannulated diameter 4.0 rod, 3.5x24mm 3.5 4.0. This is report 1 of 1 for (B)(4).